Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that it was caused by the failure of the ap board and the dr board. The ap board and dr board control 180 series endoscopes, and if they fail, the image cannot be acquired. It was presumed that there was no opportunity to update the software due to there was no problem with the old version of the software. It was presumed that more than 7 years have passed since the delivery of the subject device, and that it was caused by failure of the ap board and the devices on the dr, etc. Due to deterioration over time. Large amount of dust has accumulated, water may adhere to the dust and a short on the circuit may occur, causing failure of the parts on the board. It was presumed that more than 7 years have passed since the delivery of the subject device, and that it was caused by a failure due to repeated use for a long period, or by the user attempting to pull out the video connector without lowering the locking lever olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and observed there was no image output while using 180 scopes due to failed ap and dr patient board set. There was dust inside the unit that might be the cause for board failure, broken scope socket connector locking tab. The power switch was replaced with the new version, replaced the ap and dr patient board set, replaced scope socket and software was upgraded. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility returned the device for service due the image processor or light source would not work on the 180 series scopes. There are circuit board issues associated with the maj-1430. There was no patient involvement. No additional information was provided.